Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have damage of the conductor wire¿s insulation. The damage is located at the distal end. The internal wires are exposed. Electrical continuity was performed and passed. No thermal damage was observed.

Event description:
It was reported that the fenestrated bipolar forceps instrument operated normally during a da vinci-assisted radical hysterectomy surgical procedure. However, when it was sent to the sterilization department, the staff in charge noticed damage to the pulley of the instrument joint. There was no report of patient involvement.